Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dilator was returned, and kinks were observed. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The valve dislodgment is related to the resistance reported by the customer a device history record was performed for the finished device batch number, and no internal actiosn were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation issue. It was initially reported by the customer that while prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, there was resistance when trying to advance the dilator into the sheath. The caller reported that a non-bwi sheath was used for the transseptal procedure. The caller reported that after they went transseptal, they used the dilator from the non-bwi sheath and inserted it into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and they had the same issue persist. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced with a different lot number, and the issue resolved. The procedure continued. There was no patient consequence. The customer¿s reported issue of resistance with the sheath is not MDR reportable since an increased potential for patient injury is remote. On 8-sep-2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was found dislodged inside the hub component. This fnding was reviewed and determined to be an MDR reportable malfunction.